Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted, having displayed an end of life (eol) indicator after 13.3 months of service. Interrogation at the time of explant indicated a measured monitoring voltage of 2.06 volts and a 38.1 second charge time. There was no report of adverse patient effects. Another guidant ICD of the same model was successfully implanted without reported incident.